Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 800cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral breast asymmetry by a medical professional. As a result, the patient underwent bilateral removal and replacement with 545cc mentor memorygel boost breast implants on (B)(6) 2024. However, during the surgery, bilaterally ruptured breast implants were discovered. There were no reported procedural delays or patient consequences due to the discovery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress.  Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 03, 2024, mentor became aware that information was inadvertently submitted in error. Corrected data: in the initial report, h6 type of investigation should have had device discarded (b18) included. Additionally, h11 additional manufacturer narrative should have stated that the mre was completed and the device had been discarded. H6 type of investigation: device discarded b18). H11 additional manufacturer narrative: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On july 04, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the breast implant was observed ruptured. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A partial UDI is being submitted. Manufacturer¿s reference number: (B)(4).